Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: lot # - the lot number (181213) originally reported for this product is the vendor's lot number. Following a review of production records and the customer's purchase history, the following two (2) lot numbers are potential zimmer biomet lot numbers: 573020, 798850. UDI for lot#573020 - (B)(4). UDI for lot#798850 - (B)(4). H4: lot# 573020 (mfg date: 03 dec 2014). Lot# 798850 (mfg date: 29 dec 2014). A visual inspection was conducted on the returned tap. The tap shows signs of use including fading of the etch and scratching on the tap surface. The tip of the tap has fractured. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Full establishment name - (B)(6). Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago, that the tip of the tap broke at the frontal suture of the cheekbone. All the pieces were removed from the patient. Attempts have been made and no further information has been provided.